Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -8.0/1.5/163 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021, the lens was exchanged for a longer length lens due to low vault without rotation. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Weight, ethnicity, race: unk. Claim# (B)(4).